Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used an admiral xtreme for treatment of a 35mm a severely calcified and non tortuous lesion in the mid left common femoral artery. Artery diameter reported as 8mm. Lesion exhibited 80% stenosis. Device was prepped as per IFU without issue. It is reported on the first inflation for dilation of the left common femoral artery a balloon burst occurred at a pressure of 8 atm. This was a cross over procedure from right side, calcified lesion, using a non-mdt 0.018 guide wire. The device did not fragment and was removed in one piece. Another admiral xtreme was used to complete the procedure no patient injury reported.